Manufacturer narrative:
Requested facility maintenance to replace the siderail latch. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
Facility stated that the left intermediate siderail will not latch every time. No report of injury.